Event description:
Procedure type: lap hernia repair. According to the rptr: there was no cautery in use. Surgeon was under visualization with scope when a loud sound occurred, the balloon had ruptured. They then tried to remove the various pieces out of the pt. Surgeon not sure if all of the balloon has been removed from the pt. The case was delayed 30 mins. A new instrument was used to complete the procedure. No pt injury was reported.